Manufacturer narrative:
(B)(4).

Event description:
The pt reported that the tissue over her implantable neurostimulator became "bigger and flatter" following a full-body CT scan. The CT scan was approximately five minutes long and the pt's head was not scanned. No adverse event occurred during the CT scan. The pt was still getting pain relief and her pt programmer was working. The pt's health care professional reprogrammed her device on (B)(6) 2010. The hcp reported that the pt had no signs or symptoms and no injury occurred. A follow-up report will be sent if additional info becomes available.